Event description:
It was reported that the customer alleged that staff members were receiving shocks of static electricity when operating the stretcher. It is unk whether there was any pt involvement or consequence.